Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. A follow-up MDR will be submitted if additional information is received. The physician reported the likely cause was due to the target lesion being in close proximity to the pleura. System logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The patient was asymptomatic. The pneumothorax was discovered via routine post-procedure chest x-ray, was initially 7 millimeters (mm) in size and grew to 14 mm. The target lesion was a cavitary nodule in the periphery of the right middle lobe, about 21 mm in size and at the distal edge of the pleura. According to the physician, the nodule biopsied was deeply cavitary with a thick rim, which made it high risk for pneumothorax and required forceps for proper tissue sampling. The physician believed that the ion product did not cause or contribute to the pneumothorax and that the pneumothorax would have occurred via another modality. There was no device malfunction associated with the event. The patient was subsequently discharged home after the chest tube was removed.